Event description:
Navilyst medical was notified by cardinal health that a hospital has reported that a manifold cracked and allowed air within the manifold. Two units were affected, but no pt injury was reported. The manifold is provided in a navilyst medical convenience kit which is provided to cardinal health, non-sterile, for inclusion in a procedure pack. No samples were retained.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965651427791 in order to determine the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lost obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The navilyst medical october 2014 complaint report was reviewed for the manifold product family and the failure mode "air bubbles". No adverse trend was identified. The complaint is unable to be confirmed as no sample was returned for eval. A potential root cause for the reported events may be that the end user over tightened the female luer of the manifold and the mating male luer of the syringe it was connected to was over tightened causing the female luer to crack allowing air within the manifold. See scanned page. (B)(4).